Event description:
It was reported that the patient's device was no longer functioning due to a car accident. She had burning down her left side. The patient had two episodes of malignant cancer and was hospitalized for 3.5 months following a car accident (date not provided). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s device was off. The patient stated that she was in a ¿car wreck about three and a half years ago which crushed her hip and almost tore her foot off.¿ the patient stated that ¿her foot burned constantly and her hip burned, so when they turned the stimulator back on it just made the pain worse and it was like a double whammy. It was like a buzzing or thumping and it jarred it.¿ the patient noted that her ¿hip was full of titanium.¿ the patient mentioned that the healthcare provider (hcp) turned the stimulator off ¿about two and a half years ago when she spent five months in the hospital.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_ptm_prog, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer; patient product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension; product ID: 3982, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. (B)(4).